Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the battery depleted set alarm caused an interruption of delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. The user interface module software version of this pump is 6.63.92. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a damaged battery was confirmed but not duplicated. The root cause was attributed to depleted main batteries. The main batteries and harness were replaced to fix the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.